Event description:
8/3/2005 - pt was being treated for a thoracic aneurysm. A gore tag thoracic endoprosthesis device was placed successfully. Two weeks post procedure, the pt returned to the ER complaining of chest pain and eight hours after admission, she died. A autopsy was not performed, however, the physician suspects that the pt died of an acute myocardial infarction or pulmonary embolism. The physician does not feel the device was related to the patients death.